Event description:
This pt had a total left knee arthroplasty in 2003. Pt had a staph infection and after 5 months of antibiotics still has severe pain. X-ray shows the femoral component is loose. Pt was admitted for a total left knee arthroplasty. During the procedure the surgeon discovered the femoral component to be loose. All components were removed and replaced.